Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarm 25s during the cartridge loading process. The customer would restart the load process with the same cartridge and the loading was able to be completed. The customer's blood glucose level was not impacted. The customer reverted to using another pump to manage diabetes.